Event description:
During an a-v graft angioplasty of right leg, the tip of the balloon catheter separated from the catheter, lodging in the graft and requiring surgical removal. Factory rep was contacted. The rep came and removed the catheter for evaluation. After the tip and balloon section were removed from the pt, they were sent to pathology to assure all foreign bodies were removed.